Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician decided to change the ipg simultaneously. There was no suspected malfunction of the device. The patient is reportedly well following the procedure.